Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the heavily calcified right coronary artery. The physician advanced the 2.0 x 15mm maverick2 balloon to the lesion and "the balloon tore by reaching the heavy calcification in the artery." There were no pt complications. The device was removed. The procedure was successfully completed with a non-bsc balloon. Pt status is reported as "stable".

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.